Event description:
It was reported the lead demonstrated high thresholds and the patient experienced diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead implanted: (B)(6) 2008. A 6947-58 lead implanted: (B)(6) 2008. (B)(4).